Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On (B)(6) 2015 a patient (pt) called our affiliate in (B)(6) to report the following: "the pt experienced foreign body sensation os when inserting 1-day acuvue trueye lens which was bought online." The pt reported minor pain os after contact lens (cl) removal, which continues. The pt reported that he/she wears lens in another carton without event. The pt reported that he/she will seek medical attention. On (B)(6) 2015 the pt presented to an eye clinic and was seen by the eye care professional (ecp). The pt reported that the ecp diagnosed staining os. The pt reported that he/she was instructed to discontinue cl wear until the ecp allows. The pt reported that he/she was given a prescription for bestron ophthalmic, vigamox drops, and an antibacterial eye ointment (details unknown). The pt was instructed to return for follow-up appointment on (B)(6) 2015. On (B)(6) 2015 the pt's ecp was contacted and additional information was reported as follows: a staff member reported that the pt was diagnosed with a corneal ulcer os. No problem with the od. On (B)(6) 2015 the pt's ecp was contacted for additional information and additional information was reported as follows: "the ecp denied infectiveness as the treatment kept the pt's os from infection. Focal site and size: the superior off pupillary zone, but it was slightly on the pupil. Va: 0.7. Treatment: bestron for ophthalmis and vigamox solution every 2 hours for os, tarvid eye ointment before bedtime. Instruction to discontinue cl wear; seriousness: not serious. On (B)(6) 2015 the pt returned to the clinic; outcome: improving; findings: opacity in the affected area decreased. On (B)(6) 2015 the pt returned to the clinic. Outcome: improving findings: opacity in the affected area disappeared; on (B)(6) 2015 the pt returned to the clinic; outcome: recovered va os: 1.0. The pt was allowed to resume cl wear from (B)(6) 2015. No rtc was instructed. On (B)(6) 2015 the affiliate placed a call to the pt and the pt reported that he/she was allowed to wear cl as the eye has recovered. The suspect product was discarded by the pt. A lot history review was performed for lot # 4949700103 and revealed the batch did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.

Manufacturer narrative:
Twenty-four sealed blisters were received. The parameters of ten lenses were measured and a visual inspection was performed. The lenses meet company standards for base curve, center thickness, and diameter. No other visual attributes were observed. The solution was also tested. The ph and conductivity were in specification. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.